Manufacturer narrative:
It was reported that patient's hip was washed out due to infection, the prosthetic femoral head was removed. The affected oxinium femoral head, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. The device was sterilized according to sterilization release documentation from quality control. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. Review of the instructions for use and risk management files identified the reported failure as potential adverse events. No clinical supporting documents have been provided for inclusion in the medical assessment, thus a thorough medical investigation cannot be rendered. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated. We consider this investigation closed.

Event description:
It was reported that patient's hip was washed out due to infection, the prosthetic femoral head was removed, and trial head left in - no rep was requested or present. No delay or injury reported.